Manufacturer narrative:
(B)(4). DHR was reviewed and no discrepancies related to the reported event were found. Complaint sample was evaluated, and the reported event was confirmed. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a tri-mall ankle fracture procedure a screw broke at the neck during final insertion through a t-plate with the foreign body retained in patient. The patient had hard bone in the distal tibia. The break caused no delay to the procedure. Attempts have been made and no further information has been provided.